Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated undersensing due to loss of contact. It was noted there were suspected false pause episodes with sharp non-physiological deflections, followed by a gradual return to baseline at the onset and/or end of the electrocardiogram (ECG), which is consistent with loss of electrode contact.

Event description:
It was reported that the implantable cardiac monitor (icm) registered episodes of bradycardia that appeared to be saturated, or false episodes, along with artifacts. It was noted the icm was replaced with a implantable cardioverter defibrillator (ICD) and is no longer in service. No patient complications have been reported as a result of this event.